Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) in (B)(6) alleging her onetouch verioiq meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1.5 months prior to contacting lfs. The patient reported on (B)(6) 2013, she obtained a high blood glucose reading of ¿26.8mmol/l¿. The patient also reported obtaining readings of ¿9.3mmol/l ¿compared to ¿6.3mmol/l¿ on an accu-chek meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of 30% or 1.7mmol/l when obtained within 30 minutes. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported several weeks after the issue occurred she developed symptoms of ¿extreme fatigue and weakness. The patient reported on (B)(6) 2013, at 4am she took extra oral medication for diabetes, 4 pills of 100mg of an unknown medication. The patient confirmed she was not hospitalized or treated by a healthcare professional. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement and the patient was using the same approved sample site to obtain the samples. The patient¿s test strips and test strips vial were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication the subject meter caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment which indicate an acute complication of diabetes occurred. However, this complaint is being reported as a malfunction since the patient made meter vs. Another meter comparison which meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2013), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.